Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va19c6g, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Lead revision because patient wasn't having optimal results due to a fall. The device was replaced. No further complications were reported/anticipated.